Event description:
Technician alleged bed just was delivered and he was going through functions and the CPR trend was not working, head will lower but does not go into trend. Bed has not been put into service.

Manufacturer narrative:
Technician reported that he replaced the logic board from his stock and the bed functioned properly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.